Manufacturer narrative:
20-feb-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer called stating the brush head came loose in his wife's mouth. No injury was reported.